Event description:
The patient was intubated and on a jet ventilator. The jet ventilator was plugged into an external battery in case of power outage. The jet ventilator started alarming saying "battery depleted". This demonstrated that the external battery backup was faulty and not functioning properly. Clinical engineering examined device and found that battery cell in the ups was faulty. Battery replaced.